Event description:
Reportedly, the patient was attended for a routine follow up on (B)(6) 2014. Interrogation was difficult and 2 programmers were used; reset message was displayed but after re-initialisation, device would not reprogram so emergency button was used. Device went to nominals parameters and battery impedance subsequently displayed was 28kohms. Patient was sent home and asked to attend a second follow up on (B)(6) 2014. During the second follow up, device showed another reset and initialise message, when re-initialised the device could not be programmed back to previous settings. Emergency button was selected and device seemed to go to the emergency settings but would not reprogram and reset message appeared again, several attempts were made. ECG showed inappropriate pacing behaviour, patient has 3rd degree av block so was taken to theatre for box change immediately. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified. The battery was depleted after 10 years of implantation.

Event description:
Reportedly, the patient was attended for a routine follow up on (B)(6) 2014. Interrogation was difficult and 2 programmers were used; reset message was displayed but after re-initialisation, device would not reprogram so emergency button was used. Device went to nominals parameters and battery impedance subsequently displayed was 28kohms. Patient was sent home and asked to attend a second follow up on (B)(6) 2014. During the second follow up, device showed another reset and initialise message, when re-initialised the device could not be programmed back to previous settings. Emergency button was selected and device seemed to go to the emergency settings but would not reprogram and reset message appeared again, several attempts were made. ECG showed inappropriate pacing behaviour, patient has 3rd degree av block so was taken to theatre for box change immediately. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient was attended for a routine follow up on (B)(6) 2014. Interrogation was difficult and 2 programmers were used; reset message was displayed but after re-initialisation, device would not reprogram so emergency button was used. Device went to nominals parameters and battery impedance subsequently displayed was 28kohms. Patient was sent home and asked to attend a second follow up on (B)(6) 2014. During the second follow up, device showed another reset and initialise message, when re-initialised the device could not be programmed back to previous settings. Emergency button was selected and device seemed to go to the emergency settings but would not reprogram and reset message appeared again, several attempts were made. ECG showed inappropriate pacing behaviour, patient has 3rd degree av block so was taken to theatre for box change immediately. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient was attended for a routine follow up on (B)(6) 2014. Interrogation was difficult and 2 programmers were used; reset message was displayed but after re-initialisation, device would not reprogram so emergency button was used. Device went to nominals parameters and battery impedance subsequently displayed was 28kohms. Patient was sent home and asked to attend a second follow up on (B)(6) 2014. During the second follow up, device showed another reset and initialise message, when re-initialised the device could not be programmed back to previous settings. Emergency button was selected and device seemed to go to the emergency settings but would not reprogram and reset message appeared again, several attempts were made. ECG showed inappropriate pacing behaviour, patient has 3rd degree av block so was taken to theatre for box change immediately. The device was explanted and will be returned for analysis.